Event description:
It was reported that the right ventricular (rv) lead had high thresholds and poor sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. (B)(4).